Event description:
It was reported that, oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that post paced t- wave oversensing was observed on the device. Technical support was contacted and the device was reprogrammed. However, the post paced t- wave oversensing continued. No additional intervention has been performed. The patient was stable and will continue to be monitored.